Manufacturer narrative:
Tw ID # 1214845 updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions,component code), h11. The device was returned to the factory for evaluation on 01/31/2025. An investigation was conducted on 02/26/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed to be intact, with no visual defects observed. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure the reported failure "material twisted/ bent wire" was observed. The lot # 3000442263 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported at the start of the procedure. Vasoview hemopro 2 jaws were broken before use. New vasoview hemopro 2 was opened. There was no delay. There was no patient harm.